Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarms (alarm 1) occurred during basal delivery. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose was 370 mg/dl.